Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a battery compartment crack was discovered. The battery cap threads were found to be damaged. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. It was reported there was no evidence of moisture within the battery compartment. The reporter noted the pump was used for demonstration and not for patient use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.